Event description:
It was reported that after a surgical procedure when the table was being leveled with a pt on the table, the table top dropped instantaneously approx 4 inches from an initial height of about 3 feet. No pt injuries were reported to have resulted from the event.

Manufacturer narrative:
The table was examined by a berchtold field service technician, the table was visually examined and performance tests of all movement functions were conducted. No problems were found with the table. No problems were found that could cause a table to drop. The table will be returned for further analysis.